Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device indicate that "local and systematic infections are not uncommon with any shunting procedure." A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2016 due to hydrocephalus. According to the report the patient experienced abdominal pain and the abdominal end of the catheter was found to be wrapped with puss. It was reported the patient developed an abdominal infection. The report stated that the device was explanted on (B)(6) 2016 and replaced with a new device. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.